Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2010, essure was inserted (lot number 664659) for tubal occlusion. In 2014, consumer reported to the local emergency room with pains in abdomen and four positive pregnancy tests. An ultrasound was performed and she was said it was possible ectopic, so they were going to do surgery to remove the right tube, coil and fetus laparoscopically. On (B)(6) 2014, essure was removed. At first, it was tried but there was too much scar tissue so they had to open her old c-section scar. When physician got in, he located the left tube coil and ovary intact and the right he removed along with the fetus. The coil had come all the way out and was stuck in her uterus which he also removed along with 100ml of blood clots from the other end of the coil, scraping around inside her. She had three previous visits to the emergency room with excruciating pain and the cts showed nothing there. She was told the essure could not be her problem so she learned to deal with the pain at home since the emergency said there was nothing there. The doctor that removed the coil said to her that was probably what was causing it. She stated that knew the right side was out some but wasn't all the way out. Every CT or ultrasound showed it was still in there and in place just sticking out of the tube a little. She also presented depression and weight gain of about 40 lbs. Consumer stated that almost died from essure and pain was almost always on the right side but since the removal it was switched to the left side, and she has not hurt on the right side since removal. Follow up (B)(6) 2014: follow up information received from the consumer. Consumer's data were updated, including her age, (B)(6) years old and bmi, (B)(6). No previous gynecological problems. Concomitant diseases includes diabetes and high blood pressure. Consumer reported that essure was inserted a year and a month after her last delivery which occurred in (B)(6) 2009. Consumer used condoms as contraceptive method until essure occlusion confirmation. On a date not reported hysterosalpingogram was performed and showed that on the left side, the tube wasn't closed all the way, they said it was in there but it was hanging out a little bit. She confirmed all the events previously reported and said that she has not recovered from them and mentioned in addition, pain on the right side. Consumer stated that right sided ectopic pregnancy was removed. The ectopic pregnancy was diagnosed with 7 weeks of gestation and on (B)(6) 2014, they took out ruptured right sided ectopic pregnancy. A right laparoscopy converted to laparotomy secondary to omental adhesions. Right salpingectomy and removal of right ectopic pregnancy and removal of right essure device. They pulled right essure out of her uterus (it was stuck in her uterus). The left essure has been still there. Uterus was intact. Consumer was hospitalized for 3 days to have these procedures performed. She has not recovered from the other symptoms. Consumer stated that there was no plan for essure removal on the left side. Consumer considered all the events as related to essure. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Lack of effectiveness may occur with the use of any product and pregnancy may occur during any contraceptive use. Both of these events are possible undesirable events with the use of essure and are not necessarily indicative of a quality defect. Five (5) additional ae case reports have been received to date in relation to batch number (B)(4) but only one (1) of these cases refers to a similar medical event but none of these cases refer to a lack of efficacy event. No unusual pattern could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Follow-up information was received on (B)(6) 2014. This case is now medically confirmed. Patient's middle initial was added. She used to smoke (quit 7 years prior to this report). Medical history included diabetes mellitus type ii, hyperlipidemia, and hypertension. Past surgical history included caesarean section in 2005, 2009 (ftp (interpreted as failure to progress), preeclampsia), tonsillectomy (2002), and hemorrhoidectomy (2013). Historical drug included depo-provera 150mg/ml, metformin hcl 500mg xr 24h-tab, lisinopril 20 mg tab, claritin 10 mg and glyburide 5 mg. Concomitant drug included glyburide 5 mg tablet, iron oral tablet 325 mg (65mg iron), lisinopril-hydrochlorothiazide oral tablet 20-12.5mg, lovastatin oral tablet 20 mg, metformin hcl 500mg xr 24h-tab and zyrtec oral tablet 10mg. Concomitant condition included allergy to hydrocodone-acetaminophen (vomiting with high dosages). Concerning family's medical history, colon cancer was suffered by paternal uncle; diabetes mellitus was suffered by aunt, brother, father, paternal and maternal grandfather and grandmother, mother, sister and uncle; heart attack was suffered by her aunt, father, maternal grandfather and grandmother, paternal grandmother, mother, uncle; heart disease by her aunt, father and uncle; high blood pressure by aunt, brother, father, paternal and maternal grandfather and grandmother, mother, sister and uncle; osteoporosis by aunt, paternal grandmother, mother; stroke was suffered by her father. She had 03 pregnancies, 02 live births and 01 spontaneous abortion. On (B)(6) 2010, essure lot number 664659 was easily implanted. Sounding (8) was applied during insertion. She was not on postpartum state. The visualization of the tubal ostium was easy. Fluid loss was less than 1500cc and the procedure did not take more than 20 minutes. Hsg was performed. The physician medically confirmed the events. No perforation was noted at the time of essure insertion. On (B)(6) 2010, hsg was performed and showed that right essure was noted to have extruded from the right fallopian tube and was adherent to the uterus itself. Right tube was patent and there was free spill seen in the peritoneum on the right side. Hemostasis was noted. On the left side, the proximal band of the inner coil was about 6-7mm from the cornu. The left fallopian tube was occluded at the cornu. She could not get second depo shot as they showed she was sterile. She should have gotten depo in (B)(6). Her period started on (B)(6). On (B)(6) 2014, she presented to the emergency room with onset of right lower quadrant pain. The patient was noted to have a positive quantitative of over 700. Pelvic ultrasound was suggestive of a ruptured right ectopic pregnancy. She underwent a diagnostic laparoscopy converted to laparotomy secondary to omental adhesions, right salpingectomy and removal of ectopic pregnancy, removal of right essure device. General anesthesia was applied. The pathology was negative for malignancy. She reported tenderness to front of abdomen that she developed 3 weeks prior to this report. She denied drainage from the incision site and vaginal bleeding. She has noticed a smell from the incision. She was transferred to the pacu in stable condition. She denied body aches, night sweats, nausea, vomiting, diarrhea, constipation, blood in stools, genitourinary urgency, frequency, dysuria and incontinence, easy bleeding, easy bruising, lymph node enlargement or tenderness. On (B)(6) 2014, bp was 120/74 on sitting position. On physical abdominal examination it was noted that abdomen nontender to palpation, normal bowel sounds, tone normal without rigidity or guading, no masses present, right incisional area with yeast and skin open, no drainage. No hernias were present. Nystatin topical powder 3 times per day was prescribed and she was instructed to not have intercourse for 1-2 weeks, keep wound dry and return to normal activity. No further information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-years-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy/ruptured right side ectopic pregnancy; essure coil had come out all the way and was stuck in her uterus; tube was not closed all the way, coil hanging out a little bit on the left side. She was submitted to right salpingectomy with removal of right ectopic pregnancy and right essure device; she considered the events as related to essure. The reported ectopic pregnancy was considered serious and an incident due to hospitalization and required intervention; the remaining events were considered serious due to medical importance and non-incidents. All events are listed according to the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, consumer stated that right essure insert was stacked in her uterus and she also had an right side ectopic pregnancy which ruptured; considering these events nature and given the positive temporal relationship a causal relation with the suspect insert cannot be excluded. Regarding the event tube was not closed all the way, coil hanging out a little bit on the left side, it was also considered as related to the suspect insert since it was interpreted as a device dislocation which may occur during essure therapy. Additionally others non-serious events were reported. According to the received product technical complaint analysis there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.